Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Product requested, not yet returned.

Event description:
While inserting a screw, the cannulated screw driver blade twisted. Another driver was used to complete the procedure. No patient injury or delay in the procedure was reported as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The 510k number was added.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of manufacturing history found no evidence of product non-conformance. Visual examination of the returned device confirms the reported condition, as the device tip was deformed. However the driver tip twisting is intentionally designed in order to prevent the screw head from fracturing or stripping out. The root cause of the event was most likely due to too much torque applied than the driver was designed to withstand and the driver tip twisted to prevent damage to the screw. However, a conclusive root cause could not be determined. Investigation into this issue is ongoing and when additional information is received, a follow-up report will be submitted to the FDA.

Manufacturer narrative:
This report is being filed to reflect additional information not available previously. (B)(4). Root cause was further attributed to the design of the device. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted to the FDA.